Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device displayed a noisy screen/image. The issue was found during a diagnostic gastroscopy examination procedure that was completed with a back-up device. There were no reports of patient harm.